Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic due to unable to connect with two different merlin@home units. The device could not be interrogated with rf antenna, but it was able to interrogate with an inductive wand. Firmware download was successfully performed and this restored the rf functionality. The patient was stable and asymptomatic throughout the firmware download.